Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken. It was broken during surgery and the broken part was not left inside the patient's body.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken. It was broken during surgery and the broken part was not left inside the patient's body.

Manufacturer narrative:
Visual examination revealed that the tip of the blade was broken. The broken part was not returned. Furthermore, it was determined that the fractured course as well as the fractured surface showed the appearance of a forced rupture resulting from very high torsional and bending forces. Additionally, pressure mark was seen at the slot area of the blade, pointing to the occurrence of high bending forces. Based on investigation results, the root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.